Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. It was also received with moisture damage on the motor, battery tube and vibrator assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the display went blank and had condensation after the insulin pump was exposed to moisture. She stated that the customer went into the pool without disconnecting the device. Customer's blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.